Event description:
According to the available information, during the procedure, the physician was using the introducer to pass the suture. Upon withdrawing the introducer, it was noted that the device had bent at the level of the second t-slot. No additional issues were noted during the case. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.